Event description:
It was reported that during a urethral implant procedure on a patient, the doctor injected five vials of implant material. The patient has been in retention since 2005. The doctor was unable to insert a foley catheter. A suprapubic placement will be performed in 2006. Patient's residual has gone from 200cc to 60cc. No further complications have been reported.